Manufacturer narrative:
Additional information: returned to manufacturer on. An event regarding a locking wire disassembling from an insert involving a scorpio insert was reported. The event was confirmed. The returned part was visually inspected by support staff which noted some damage on the wire slot detail. A dimensional inspection was performed on the returned device which noted; the returned device was re-inspected and found to be failing for the ¿wire slot¿ above its respective upper tolerance on one side of the slot detail. The feature ¿wire slot¿ (inner) was inspected and failed the no-go pin gauge on one side of the part. The feature ¿wire slot¿ (outer) was inspected and failed both the go & no-go pin gauges on one side. All other features passed the igs inspection. On the side that failed the wire slot pin gauge inspection, it was observed that there was some damage to the wire slot, this was potentially caused by the wire being pulled from the product and resulting in this feature being oversize. When the locking wire is inserted into the wire slot it is designed to go in but not come out. Since the locking wire was removed, it would be likely that the wire slot feature would fail inspection due to the removal of the locking wire. An inspection of the plug that is inserted into the tibial insert shows a witness mark present on it. This indicates that the wire was in contact with it and indicates that the wire was assembled correctly in the tibial insert. No medical records were received for review with a clinical consultant. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative report are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
There was a knee surgery with classiq product on (B)(6) 2017, the operation was very smooth. But when prepared to insert the tibial insert, the walk around nurse opened a well packaged classiq ps insert to the scrubtech, the scrubtech immediately found that the locking ring was pulled out automatically, which can not being used for the surgery. Under this situation, a backup tibial insert was sent to the hospital from the distributor office, that was the reason for the delay of the surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
There was a knee surgery with classiq product on (B)(6) 2017, the operation was very smooth. But when prepared to insert the tibial insert, the walk around nurse opened a well packaged classiq ps insert to the scrubtech, the scrubtech immediately found that the locking ring was pulled out automatically, which can not being used for the surgery. Under this situation, a backup tibial insert was sent to the hospital from the distributor office, that was the reason for the delay of the surgery.